Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat degenerative discs with fixation using screws and rods. It was reported that the right l5 screw was inferior during a two level case. The screw was deviated between 3.5 and 10 mm. The deviated screw was the last screw on the right and had appeared accurate on navigation. The screw was removed and re-planned, but the screw followed the same hole. The use of the guidance system was aborted and the screw was placed freehand. The cause of the deviation was not determined. There was no patient harm and the procedure was delayed less than an hour.